Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen was black and stated air conditioner power failure. The towers were still lit up, they attempted to reboot the device and swap power cords, the station would not power up. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 caused the power issue on the station. A field service engineer replaced the drawer controller board to resolve and verified the service was restored. The system functioned as intended after the field service engineer repaired the device.